Event description:
It was reported that prior to the implant of a transcatheter valve, an 18 french (fr) non-medtronic sheath was inserted due to the patient' pre-existing abdominal stent graft. A pre-implant balloon aortic valvuloplasty (bav) was performed. Upon deployment to the point of no recapture, the patient's hemodynamics collapsed which was attributed to the patient's pre-existing low cardiac function and worsening mitral regurgitation. Therefore, cardiac massage was performed, and medication was administered to increase the patient's blood pressure. Subsequently, the valve was fully deployed. Following full deployment, the patient's hemodynamics temporarily improved; however, ventricular fibrillation occurred and hemodynamic collapse occurred again. Percutaneous cardiopulmonary support (pcps) was inserted, and the patient's hemodynamics improved with pcps. A transesophageal echocardiogram (tee) was performed that revealed a dissection in the descending aorta extending retrogradely up to just before the aortic arch due to pcps flow. There was no further intervention performed, and the patient was placed under observation. Additionally, mild paravalvular leak (pvl) was noted. Per the physician, the cause of the worsening mitral regurgitation is unknown. Additional information was received that a non-medtronic guidewire used during the procedure. The severity of the mitral regurgitation was moderate-severe. The aortic dissection occurred during insertion. Per the physician, the cause of the dissection was due to the cardiac massage or docking of the capsule and nose cone, and the delivery catheter system (dcs) possibly caused or contributed to the dissection. There was nothing of note in terms of patient anatomy that contributed to the dissection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID: evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2026. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, an 18 french (fr) non-medtronic sheath was inserted due to the patient' pre-existing abdominal stent graft. A pre-implant balloon aortic valvuloplasty (bav) was performed. Upon deployment to the point of no recapture, the patient's hemodynamics collapsed which was attributed to the patient's pre-existing low cardiac function and worsening mitral regurgitation. Therefore, cardiac massage was performed, and medication was administered to increase the patient's blood pressure. Subsequently, the valve was fully deployed. Following full deployment, the patient's hemodynamics temporarily improved; however, ventricular fibrillation occurred and hemodynamic collapse occurred again. Percutaneous cardiopulmonary support (pcps) was inserted, and the patient's hemodynamics improved with pcps. A transesophageal echocardiogram (tee) was performed that revealed a dissection in the descending aorta extending retrogradely up to just before the aortic arch due to pcps flow. There was no further intervention performed, and the patient was placed under observation. Additionally, mild paravalvular leak (pvl) was noted. Per the physician, the cause of the worsening mitral regurgitation is unknown.